Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with "damaged door handle, may have been dropped" was confirmed and duplicated by baxter service personnel. The root cause of this condition was determined to be a door handle that was cracked and slightly skewed. The device is a baxter stay-in device and will not be repaired. Additional information: a device history review revealed no abnormalities were found during manufacturing. A service history review revealed no previous service events were related to the reported condition. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility representative reported a flo-gard infusion pump with "damaged door handle, may have been dropped". It is unknown when, or in which care area, this event occurred. This condition has the potential to interrupt delivery. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.